Manufacturer narrative:
H3: analysis of the software exports was completed and the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. The segment operated was l5-t11 in an open procedure. According to surgical procedure flow, the surgical system was mounted via a bm bridge with a schanz screw in the right psis. The range of vertebrae to operate with a schanz screw in an open procedure is l4 through s2; hence l2-t11 were operated not according to mazor's protocol. The surgeon placed the screws and according to the post op t11 right was lateral and t11 left was medial. L2-t11 segment was executed outside the recommended operational range, meaning the platform accuracy was compromised. After reviewing all available information, analysis concluded that the root cause of the deviations of t11 is a sub-optimal platform selection. L2-t11 segment was executed outside the recommended operational range, meaning the accuracy of the system might have been compromised operating outside the operational range. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a t11-l2, l4/l5 procedure to treat deformity. The right t11 screw was medial. Troubleshooting involved flattening the bone to avoid skiving and taking images to confirm placement of the trajectory. The cause of the deviation was not determined. The use of the guidance system was aborted and the complaint was completed freehand. There was no patient harm and the procedure was delayed less than an hour.